Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: faulty filling of bd vacutainer sst ii advance tubes ref (B)(4) lot number: 1158309 (gelose tube with yellow cap for serology of the biological qualification of blood donations with expiry date of 31/12/2022).

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 25-may-2022. H.6. Investigation: bd received 1 sample and 1 photo for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, the customer sample along with 20 retention samples from bd inventory were evaluated by functional draw testing, each filled with deionized water, and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: faulty filling of bd vacutainer sst ii advance tubes ref 367955 lot number: 1158309 (gelose tube with yellow cap for serology of the biological qualification of blood donations with expiry date of 31/12/2022).

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: faulty filling of bd vacutainer sst ii advance tubes ref (B)(4). Lot number: 1158309 (gelose tube with yellow cap for serology of the biological qualification of blood donations with expiry date of 31/12/2022).

Manufacturer narrative:
H.6 investigation summary: material #: 367955. Lot/batch #: 1158309. Bd had not received samples, but a photo was provided for investigation. If samples are received at a later date the record may be reopened and investigated accordingly. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.